Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) back to back with a result of 131 mg/dl on the active s system when testing was performed within 10 mins. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A requst was made for the return of the suspect device and replacement product was sent.